Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic and had been having some confusion lately. There were multiple no external power/low voltage alarms upon interrogation. The patient was not able to provide any insight on these alarms due to their confusion. It was requested the log files be reviewed to confirm there are no concerns. The log files were reviewed and captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate on emergency backup battery (ebb) power until external power was restored. There were also a few low power advisories due to normal battery depletion. There was an instance of a power cable disconnect alarm due to the patient disconnecting both power leads. There were no other unusual events seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported confusion could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2025, per the timestamps. No notable alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.